Event description:
Same case as MFR # 2134265-2012-05235. It was reported that during preparation for a rotational atherectomy treatment procedure, a guidewire fracture occurred. While platforming for an ablation procedure, the 330mm rotawire guide wire fractured during functional check of the speed of the 1.50mm rotablator rotalink burr. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR # 2134265-2012-05235. It was reported that during preparation for a rotational atherectomy treatment procedure, a guidewire fracture occurred. While platforming for an ablation procedure, the 330mm rotawire guide wire fractured during functional check of the speed of the 1.50mm rotablator rotalink burr. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Correction - manufacturer name corrected from boston scientific - (B)(4) to boston scientific ¿ (B)(4).